Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Correction summary: the customer passed away while hospitalized on (B)(6) 2025 due to a heart attack.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had passed away and the cause of death was heart attack. The customer reported the hyperglycemia, hypoglycemia, and myocardial infarction were treated with hospitalization. The event involved products mmt-1884, mmt-332a, and mmt-399a. Troubleshooting was performed, and the customer reported recall the initial onset or timeframe of the health issue or illness was diabetic. The customer was stated that the pump was worn at the time of death or within 48 hours. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device. No product return is required for mmt-332a and mmt-399a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and additional information has been received that was not included in the initial report. The information has been provided in section h6; health effect ¿ clinical codes 1905 and 1912 and health effect ¿ impact code 4607 have been removed based on the latest medical review with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer did not report hyperglycemia or hypoglycemia as the blood glucose value was unknown.